Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The mildly tortuous target lesion was located in the right coronary artery. A 32 x 3.00 promus premier stent was deployed to treat the lesion. However, post stent deployment, an edge dissection was observed. A 20 x 2.75 promus premier stent was then deployed overlapping the first stent and the procedure was completed. No further patient complications were reported and the patient was doing well.